Event description:
It was reported that insertion was sheathed in right femoral artery. Guide wire was noted not to "slide" smoothly from central lumen. After cathether was inserted and guidewire removed, blood was noted in catheter. Iab was exchanged. There were no associated pt complications.